Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received approximately one and a half years later, an alert was generated from the remote home monitoring system for another low out of range shock impedance measurement of 0 ohms. The patient was brought into the clinic and serial shock impedances were done. It was noted that the patient wears a tens unit all of the time. During in office impedance testing when the tens unit was on a 0 ohm reading was observed but with the tens off, all of the readings were within normal limits. Since the patient does receive relief with the tens unit they will continue to monitor the patient knowing there will be occasional emi resulting in low out of range shock impedance measurements. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an isolated shock impedance measurement of less than 20 ohms. The patient was evaluated in the clinic and no out of range measurements were able to be reproduced with isometrics. Noise on the shock channel was observed with isometrics, however, there was no noise on the pace sense channel. Further investigation revealed that the out of range measurement was thought to be a result of electromagnetic interference (emi) as the patient was using a tens unit at the time the out of range measurement was detected. Review of data by our engineers have found that this is a device related issue. No adverse patient effects were reported.